Event description:
Reporter stated that a neonate's blood glucose was measured, on the inform system, with a result of 56 mg/dl. The same sample was reportedly measured, in the facility's lab, with a result of 30 mg/dl. Reporter noted that, at the time the results were obtained, the neonate was exhibiting symptoms of hypoglycemia. Reporter indicated that the neonate's treatment was based on the laboratory result; however, details of treatment were not provided. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.